Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an osteosynthesis surgery for a femoral trochanteric fracture. During the blade lock, after the 95mm blade insertion, the inserter came off from the 95mm blade before the blade locked. The surgeon tried to remove the blade with the removal instruments, but the removal instruments were not arranged. The surgeon managed to remove the blade using the inserter and implanted a smaller blade (90mm). The surgery was completed successfully with less than a thirty (30) minute delay. Concomitant devices: pfna-ii nail (part #: 472.104s, lot#: 9526064, quantity 1). Locking screw (part #: 04.005.528s, lot#: l885979, quantity 1). Pfna-ii end caps (part #: 473.170s, lot#: 61p7365, quantity 1). This report is for one (1) pfna-ii blade l95 tan. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: according to the information received, the patient underwent the osteosynthesis surgery for the femoral trochanteric fracture with the blade in question on (B)(6) 2020. During the blade lock after the 95mm blade insertion, the inserter came off from the 95mm blade before the blade locked. The surgeon tried to remove the blade with the removal instruments, but the removal instruments were not arranged. The surgeon managed to remove the blade using the inserter and implanted smaller blade (90mm). The surgery was completed successfully within 30 minutes delay. The patient was hemophilia. The product was returned to zuchwil customer quality for evaluation. Customer quality then conducted visual inspection and functional check of the returned device. During the visual inspection slightly damages at the blade's tip were found.the anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. No other visual damage could be observed at the blade. The function test at zuchwil customer quality was conducted with a demo impactor according surgical technique guide, with the result that the blade could be locked/ unlocked as per design intended. The complained malfunction of "blade could not be locked" could not be replicated. It was possible to attach the blade to the impactor without any issues and the tip of the pfna blade did rotate freely after attaching as required. Also the blade was locked as required after the impactor was removed. According to the functional check outcome, the device is fully functional when operating according the surgical technique guide. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Device history lot: part: 04.027.054s; lot: 4l70261; manufacturing site: bettlach; release to warehouse date: may 21, 2019; expiry date: may 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.